Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two occipital leads (for off-label use) from the unknown lot number. It was reported the patient lost stimulation to her left side. Diagnostic testing indicated invalid impedance readings. Surgical intervention was undertaken on (B)(6) 2014 and 1 lead was found to be coiled down around the ipg. The lead was sheared and torn. The lead was explanted and replaced and intra-operative diagnostics were within normal limits. However, intra-operative diagnostics for the second lead indicated invalid impedances. X-rays did not reveal any anomalies. Postoperative diagnostics indicated invalid impedances. The patient was taken back into surgery and the second lead was explanted. Intra-operative diagnostics showed impedance readings within normal limits. The patient reported effective stimulation coverage postoperative.